Manufacturer narrative:
On april 12, 2024, mentor completed a visual inspection and leak testing of the returned device. Device evaluation summary: during visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with 250cc mentor smooth round moderate plus profile saline breast implants. Post-operatively, the patient experienced a deflation of her left prosthesis and bilateral anisomastia, which was diagnosed over the phone using the patient¿s symptoms. As a result, the patient underwent a bilateral mastopexy as well as removal and replacement of her implants with 320cc mentor memorygel boost breast implants on (B)(6) 2024. This report is for the right implant. Refer to manufacturing report number 1645337-2024-00824 for the contralateral event.

Manufacturer narrative:
Mentor received the device for evaluation. The analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. According to the revision carried out on (B)(6) 2024 for lot number 9539276. Non-conformances were found with number nr-0166746 related to device malfunction: mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. H9 FDA correction/removal reporting no.: 3005423519-10/12/2021-00. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).